Manufacturer narrative:
(B)(4). Date of initial report: 11/5/2015. The incident sample was discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the grounding pad was placed on the patients thigh, right side. The rf electrode was placed into the patients liver lesion and a 12 minute ablation, in standard mode, at 80% power was completed. The electrode was then redirected to a second ablation site and the ablation cycle was initiated. At the 9 minute mark of this second ablation, the patient commented that he felt heat and discomfort at the location of the grounding pad. The grounding pad was inspected for proper adhesion and hot spots and all appeared well. The ablation was then resumed for another minute and the patient again reported discomfort at the grounding pad site. The grounding pad was inspected and a hot spot was definitely felt. The cycle was interrupted and the pad removed from the patients leg and at that time a small red spot 1cm in size was identified. The doctor identified the injury as a grade one skin burn. An ice cold, wet cloth was placed on the site. The grounding pad was discarded and another grounding pad was placed on the patients left thigh. Another ablation was then performed on a third site in the patients liver without any issues. The patient has since been discharged.